Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the green arrows on the system controller being significantly dimmed and no longer visible was confirmed via evaluation of the returned heartmate 3 system controller. The returned system controller, (B)(6), was functionally tested alongside known working test equipment, and the pump running light emitting diodes (leds) were confirmed to be dim. The system controller was able to successfully operate a mock circulatory loop for an extended period without issue. A corrective and preventative action (CAPA) was implemented to address the issue of dim pump running leds. The returned system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led on the user interface printed circuit board. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number hsc-017939, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook was available for use at the time of the event. Section 2, entitled ¿how your heart pump works¿, explains the system controller user interface symbols and alarms, including the pump running symbol. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the green arrows on the system controller were significantly dimmed and no longer visible for the patient. System controller was exchanged.